Manufacturer narrative:
No related subject device malfunction was reported; therefore no investigation of the device was performed. A review of the service records for the subject device concluded that no preventative maintenance had been performed since (B) (6) 2005 in contraindication to device labeling requirements for annual service.

Event description:
It was reported that a patient sustained first and second degree burns and blisters on the underarms and bikini area after hair removal treatment with a lightsheer et laser. It was further reported that medical intervention was administered to the patient at another medical facility.